Event description:
It was reported that during a da vinci-assisted surgical procedure, smoke generated inside the patient abdomen when using the curved bipolar dissector. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the smoke originated from between the instrument jaws. There was no arcing observed however, smoke continued to rise, so the customer tried wiping it, but the smoke billowed up as if a fire were about to break out. It was not smoke caused by burning protein. There was no patient injury due to the issue, and no instrument collision occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved bipolar dissector instrument associated with this complaint and completed investigations. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root causes were attributed to insulation degradation and carbonized tissue creating a conductive path.